Event description:
During baxter's evaluation it was found that a spectrum pump had a delayed keypad. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The identified delayed keypad was observed and was caused by a failed processor printed circuit board (pcb). The failed processor pcb was replaced.